Event description:
Customer reported her insulin pump alarmed button error, and now none of the buttons are working. Customer's blood glucose is 152 mg/dl. The device was clipped to her side and the buttons were not being pressed. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump had moisture damage was noted on keypad traces. All buttons function properly. No button error alarms noted. Insulin pump cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.